Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03955. It was reported during the patient's ipg replacement (manufacturer reference number: 1627487-2021-15057) the physician saw on x-ray that the leads migrated; therefore the leads were explanted and replaced. Therapy was restored.